Event description:
It was reported by repair work order that the trolley would not release using the foot end release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.